Event description:
The customer alleged that the 840 ventilator failed to cycle while in use on a pt. The unit appropiately alarmed. The pt was removed from the device, manually bagged and placed on a different unit. There was no reported pt harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event, although he did verify the error code in memory that substantiated the customer's report. No parts were replaced.